Event description:
The set overinfused during administration of morphine.

Manufacturer narrative:
The customer returned one sample to medex for evaluation. Examination of the unit was unable to confirm the issue of overinfusion. Medex is unable to confirm this issue or to determine the cause. Based on this info, medex believes that no additional action is necessary at this time. Medex considers this MDR closed with this report.